Event description:
It was reported that the 9800 system intermittently shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The hospital bio-med technician replaced the lemo connector. The system was put back into service.